Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, there was a ground fault alarm on the panel of the perfusion system. The hospital's operating room (o/r) line isolation monitor (lim) system was alarming. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
The user facility's biomedical engineer (biomed) disconnected one machine at a time and found the alarm stops when the machine was unplugged.